Event description:
Customer using accu-chek compact system. Customer ran blood glucose test with a result of 398mg/dl. Customer ran a second blood glucose test within one minute on the same meter with a result of 112 mg/dl. Customer received no treatment based on results. No adverse event reported. No quality controls were ran. A request was made for return of suspect device, and a replacement was sent. Compact system (compact meter, accu-chek compact test strips lot# 20657841, exp date #07/31/2008).

Manufacturer narrative:
The suspect product is the compact test strips.